Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has always had high impedance on contact 0 of their device. The hcp wanted to know if the patient was eligible for an MRI. Their impedance was reported to be c-0 4606 ohms, 0-1 4133 ohms, 0-2 4863 ohms, 0-3 5212 ohms. There were no symptoms reported. No further complications were reported or anticipated.